Event description:
It is reported that the device was implanted on august 19, 2002. In 2005, the surgeon noted on the x-ray that osteolytic lesions or cyst had formed around the threads and tip of the screws used to affix the plate. The plate itself was not loose. The device was revised on october 24, 2005.